Event description:
It was reported that the insulation in the unit has been compromised.

Manufacturer narrative:
It was reported that a quantity of two units were implicated in the event. Please reference medwatch report# 2936485-2012-00148. Add'l info will be provided once the investigation has been completed.